Event description:
Surgeon inserted 5mm trocar into abdomen; automatic retraction of trocar failed causing trocar tip to "scrape" bowel. Bleeding was controlled by cauterizing the area. No further surgery was needed although patient was admitted to obeservacare. Although there were other devices in use, none were relevant to this injurydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.